Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading multiple cartridges. Reportedly, the customer filled the cartridge with 300 units of insulin; however, the insulin gauge displayed 220-235 units of insulin and remained static. Then, the insulin gauge would start to count down as expected. Tandem technical support reviewed different factors that could cause an inaccurate fill estimate. There was no impact to the customer's blood glucose level.